Event description:
The pt called lfs and alleged that their meter would not power on and that the display was damaged. The pt attempted to test at 4:30 pm. Pt stated that at the time of testing, pt had a headache. Pt was unable to obtain a result at the time. Pt did not take any action after the attempt. The pt stated that two hours later, pt taken to the hospital. Their blood sugar was tested while there and the result was 456 mg/dl. The pt was treated with insulin. The pt stated that the batteries were replaced less than 1 year ago. No info was reported as to how the display became damaged. The meter has been replaced for the pt. Based on the info provided, there may be a meter malfunction; the power issue was not resolved with troubleshooting. On the other hand, the power issue and the display damage could be caused by abnormal use. There is also evidence of a serious injury related to the meter. The pt was unable to detect and treat for hyperglycemia. No further info has been provided.